Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the pediatric feeding extension set port (60es) disconnected from the extension tubing, leaving it unusable. No patient injury was reported. Additional information received on 26-mar-2021 stated that the entire port came off and there was leaking. The device needed to be replaced.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on march 18, 2020. One decontaminated sample from lot number 2007105064 was received at the manufacturing site for evaluation. Upon a visual and functional evaluation of the sample, the reported issue was confirmed; the disassembly of the tube to the adapter due to a lack of solvent was observed which caused the device to leak. During the investigation, a review through the manufacturing process was conducted. In general, all process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. The most likely root cause of this issue is due to a lack of solvent that was used by the operator when performing the assembly of the tube with the adapter. As part of continuous improvements, a notification has been sent to the manufacturing staff to heighten awareness of the reported condition. In addition, the employees have been retrained to the procedure and the inspection level has been changed to rigorous. These actions are designed to prevent the reported issue from reoccurring. No further corrective actions are applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.